Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2010, patient was admitted to the facility, where the surgeon performed spine fusion involving rhbmp-2/acs surgery on the cervical region of her spine from vertebrae c6 to c7. Post-op, "patient had chronic low back and leg pain, with numbness and tingling in both legs that radiates to her feet. Patient was unable to sit or stand for extended periods, cannot lift anything, must constantly change positions, and has difficulty walking".